Event description:
It was reported the device experienced an inappropriate mode switch due to the sensing of far-field r-waves. As a result, a pause in the device pacing occurred. A review of the device episode by medtronic technical services revealed the device began pacing again at the very moment the patient went into an av node reentrant tachycardia. It was not possible to conclusively rule out the device as a contributing factor to the patient's arrhythmia. The device was reprogrammed and remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary (B) (4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found.